Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level and moderate ketones. Reportedly, the customer¿s continuous glucose monitor read ¿high¿; however, a specific bg value was not provided. The cause of the high bg was unknown. The customer delivered a correction bolus and changed the infusion set to address the high bg. The customer continued using the pump for insulin therapy.